Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) observed a red call doctor icon on their home monitor. Upon review of latitude nxt an alert for v-tachy mode set to value other than monitor + therapy was observed. No out of range measurements were observed. Additional information is available at this time. No adverse patient effects were reported.